Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer ring. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump's o-ring. The device was not bumped or dropped. The customer did not know how it happened. The customer's blood glucose level was unknown. The device was returned for analysis.